Event description:
The customer reported not being able to pace during use on a pt with a nerve simulator. No adverse impact was reported.

Manufacturer narrative:
The customer reported not being able to pace during use on a pt with nerve simulator. No adverse impact was reported. The device passed testing done by the philips sales rep. There is no info supporting that a malfunction of the device or accessories occurred. This pt had a nerve stimulator in the r subclavicular area, and the inop message said "ra lead off". Given that the pt's wife reported repeated episodes in the past where leads ECG could not be acquired, we are considering that the pt's nerve stimulator resulted in the monitoring difficulty. Note that the IFU directs the user to switch to fixed mode pacing if demand mode pacing cannot be achieved, or if leads ECG input is unreliable. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.